Manufacturer narrative:
H.6. Investigation: it was reported that that the collection kit vial has leaked into the packaging of about 1 in 6 collection kit packages. In follow up it was reported, after going through them all now it appears that over a quarter of the individual kits had leakage to some degree. Most had all but a couple drops leak out of the transfer vial into the packaging. No sample was available or provided. The manufacturer determined a root cause for this issue and CAPA#1035703 was opened. A new product sku#515033, was released to address the issue, which obsoletes sku 515021. A design change in the new sku alleviates the issue, the manufacturer has added an o-ring. H3 other text : see h.10.

Event description:
It was reported that the collection kit vial leaked inside packaging with a bd hazardous drug collection kit. The following information was provided by the initial reporter: I have an issue with some of the collection kits. It seems as though we have found that the collection kit vial has leaked into the packaging of about 1 in 6 collection kit packages. Once you open the packaging liquid can clearly be seen in the pouch and the vials are nearly empty rendering them useless. I have been able to manage only by collecting as much of the liquid as I can in the pouch and carefully pouring it back into the vial but I'm sure this is not the accepted method. Have others reported similar problems? Additional information received 2019-12-12: are you able to provide the lot number(s) of the affected kits? 8423. What date was this discovered? October 2019 are any images available showing the leakage? No, but I will take pictures if it happens again. How many kits presented with leakage? 2 kits of 10 packages each note: after going through them all now it appears that over a quarter of the individual kits had leakage to some degree. Most had all but a couple drops leak out of the transfer vial into the packaging. It was necessary to pour the liquid in the package back into the transfer vial to have enough solution to produce 4 drops once the swab had been placed back in and inverted several times.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510k: not a medical device. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the collection kit vial leaked inside packaging with a bd hazardous drug collection kit. The following information was provided by the initial reporter: I have an issue with some of the collection kits. It seems as though we have found that the collection kit vial has leaked into the packaging of about 1 in 6 collection kit packages. Once you open the packaging liquid can clearly be seen in the pouch and the vials are nearly empty rendering them useless. I have been able to manage only by collecting as much of the liquid as I can in the pouch and carefully pouring it back into the vial but I'm sure this is not the accepted method. Have others reported similar problems? Additional information received 2019-12-12: ¿ are you able to provide the lot number(s) of the affected kits? 8423. What date was this discovered? October 2019. Are any images available showing the leakage? No, but I will take pictures if it happens again. How many kits presented with leakage? 2 kits of 10 packages each. Note: after going through them all now it appears that over a quarter of the individual kits had leakage to some degree. Most had all but a couple drops leak out of the transfer vial into the packaging. It was necessary to pour the liquid in the package back into the transfer vial to have enough solution to produce 4 drops once the swab had been placed back in and inverted several times.